Event description:
The pump was returned to the MFR when it was replaced. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump was returned for disposal only. The pump underwent routine analysis. The pump was used to deliver lioresal.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed motor gear shaft wear. Gear 4 had lower shaft wear and lubrication changes in the jewel. The motor was stalling intermittently during testing.